Event description:
The customer reported to olympus the evis lucera bronchovideoscope had a damaged bending section cover. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed the bending section cover (a-rubber) was missing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Due to a cut on bending section cover (a-rubber), water tightness was lost. Additionally, the evaluation revealed the following findings: due to a pinhole on channel tube, water tightness was lost; adhesive on bending section cover (a-rubber) had a chip; connecting tube had a dent; electrical-connector had corrosion due to water leakage; universal cord had a dent; and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope¿ describes the following warning: inspection of the endoscope- 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects, or other irregularities. 6. Holding the insertion tube gently with a hard, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion tube is not abnormally stiff (see figure 3.4). 7. Inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities. 8. Gently hold the midpoint of the bending section and a point 20 cm from the distal end. Push and pull gently to confirm that the border between the bending section and the insertion tube is not loose. Olympus will continue to monitor field performance for this device.